Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and one month post deployment, a computerized tomography of the abdomen and pelvis showed that there was a vena cava filter identified in the infrarenal vena cava. Several prongs of the inferior vena cava appeared to be extracaval, one in the retroperitoneal fat posterior to the third portion of the duodenum, one in the anterior aortic wall and two others in the posterior retroperitoneal fat behind the vena cava. The computerized tomography of the abdomen revealed that the patient inferior vena cava filter had tilted moderately and that a couple of prongs of the inferior vena cava filter had protruded through the inferior vena cava wall. One of these was adjacent to the abdominal aorta and appears to be tenting the abdominal aorta and may even be protruding into the limb of the abdominal aorta. Around two months later, abdominal aortogram, inferior vena cava filter removal and separate inferior vena cava filter was placed. The patient had an inferior vena cava filter placed approximately 5 years ago. This filter has now perforated the inferior vena cava and one of the filter legs has perforated into the aorta. Another filter leg was adjacent to the third portion of the duodenum. The patient was having chronic abdominal and back pain and despite thorough workup of this patient's abdominal pain, no other cause could be found, and it was presumed that the perforation of the aorta and retroperitoneum was causing the pain. Using ultrasound guidance, the right internal jugular vein was accessed, and an 11-french sheath was placed into the inferior vena cava. The g2 inferior vena cava filter was then captured using the filter cone recovery device. The sheath was advanced over the filter and the filter was collapsed and removed. A tulip inferior vena cava filter was then deployed in the infrarenal inferior vena cava. Cross description stated that specimen in container consists of brush like silver metal colored apparatus with 12 prongs fused at the base with overall length 4.8 cm and diameter 3.5 cm. Therefore, the investigation is confirmed for perforation of the inferior vena cava and filter tilt. However the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter detached and perforated the aorta and retroperitoneum. The device and the detached strut were removed percutaneously. The current status of the patient is unknown.